Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient underwent intraperitoneal vaginal vault suspension, combined a&p repair, excision of previous vaginal mesh, mid-urethral sling and cystourethroscopy on (B)(6) 2014 due to vaginal vault prolapse, cystocele, rectocele, sui. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2015-06668. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat pelvic prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding, recurrence, and dyspareunia. The patient experienced vaginal mesh extrusion and underwent vaginal mesh extraction on (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.